Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, based on the results of the investigation, and since the device was not returned, the root cause could not be identified. However, additional information received, the customer determined the issue was with a camera head, not with the otv-s190. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will no longer be returned to olympus for evaluation. The service order request was canceled once the customer realized that the issue was caused by a bad camera and not the device in question. The investigation is ongoing and follow-up with the user facility is currently being performed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center gave error code b30 for scope communication. This occurred during preparation for use for a therapeutic procedure. There was no report of patient harm.